Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (358 mg/dl) and a bolus of insulin was delivered to address the bg level. The customer changed out the cartridge and infusion set multiple times. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer was to discuss the high bg with a healthcare provider.